Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely the broken ceramic tip occurred due to thermal mechanical overload, improper handling, mechanical impact like fall, shock or similar stress. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿4 before use warning infection control risk: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing inspecting the product: visually inspect the product. Make sure that it has: -- no corrosion -- no dents -- no scratches ceramic insulation at distal end: visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g cracks, fractures). Warning risk of injury: impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product: if the product is damaged or does not function properly, contact an olympus representative or an authorised service centre.¿ olympus will continue to monitor field performance for this device.

Event description:
During a service inquiry, olympus was informed that the customer high-frequency monopolar cable ¿exploded¿ and needed a replacement. The customers reported event was found at an unspecified event. No death or injury and no impact to patient or other has been reported to olympus. No device will be returned to olympus. No additional details regarding the device and the event were provided.

Manufacturer narrative:
The repair inspection identified a broken-off ceramic insulation at the distal tip of the sheath. The cause of the broken insulation at the tip is unknown, however, the investigation is still ongoing. If additional information becomes available, this report will be supplemented accordingly.